Event description:
The customer reported no images on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse in the power distribution board. System operates as intended. This MDR is related to ge healthcare.